Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio anomaly. The customer blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. Hardware low-level failures was present in the insulin pump trace download due to broken trace at pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. All buttons function properly; no damage to keypad traces and j1 connector on electrical board was not unlocked during visual inspection. Device communicated properly with glucose sensor simulator and the guardian link (3) transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No unexpected sensor loss messages noted during testing.